Event description:
Subsequent to the previously filed report, the following information was received: the sutures of two prostyle devices were successfully pre-placed. The sutures of the pre-placed devices were pulled out when the final procedural sheath was removed. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and observations from the returned device, the reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. There is no indication a product quality issue with respect to manufacture, design or labeling. Corrections: h6 - medical device problem code: codes 2017 and 2616 were removed.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, there was no blood flow in the marker lumen however, the devices were still deployed. Sutures were pre-placed. The sheath was upsized to a 16f sheath, and the tavr procedure was completed. The sutures were pulled out when the final procedural sheath was removed. A covered stent was used to achieve hemostasis. There were no reported adverse patient effects and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.